Manufacturer narrative:
(B)(4). Multiple request for return of device have been made but no device has been returned. Additional information: please explain what is meant by "the clip was not fed into the jaws properly." The clip did not set into the jaw properly. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Did the clip feed into the jaws sideways? The information was not provided from the hospital. Did more than one clip feed into the jaws at once? Yes. Was there an issue the shape of the clip? Yes, scissoring occurred. What type of structure was the device being fired across? Around blood vessel. Which firing did the incident occur on? The information was not provided from the hospital. Were there any feeding issues experienced with the device? The information was not provided from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was not fed into the jaws properly and malformed. Another device was used to complete the case. There were no adverse consequences to the patient.